Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5068-58 lead implanted: (B)(6) 2004; 4193-78 lead implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the right atrial (ra) lead experienced pacing and sensing failure. The atrial sensitivity was adjusted and the ra lead remains in use. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.